Event description:
It was reported that when the tracheostomy tube was opened it was observed to have a narrowing in the flex. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a portion of the flextend portion of the shaft was crushed causing the narrowing of the shaft. Functional testing found the remaining wire portion was pressed and squeezed by hand and could not be crushed indicating that the coiled wire was robust. Review of the custom lab room did not identify any tools or process steps that would crush the flextend shafts. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly.